Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was stretched. The distal conductor had blood/body fluid (not obstructed). The inner insulation was kinked and buckled. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis noted the lead was damaged at implant.

Event description:
It was reported that during implant, the right ventricular (rv) lead would not stay in place. The lead was not implanted. The previous rv lead was reused and tunneled to the right side. No patient complications have been reported as a result of this event.